Event description:
The customer reported being unable to move the MRI magnet from the diagnostic room to the operating room when a pre-op scan was requested. The intra-operative sliding doors would not open and an error was present that the magnet was not at home position. Magnet mover software was reset which did not resolve the issue. The physician elected to have staff manually move the magnet out to imaging position in the or several times, for pre-op, intra-op, and post-op scans in order to complete a planned litt case. The planned case was completed successfully and incurred an approximate 60 minute aggregate delay while the patient was under anesthesia. The customer reported there was no complication to the patient.

Manufacturer narrative:
An imris serivce engineer inspected the system on-site and confirmed a fiberoptic cable between the application platform and the magnet mover hardware was damaged, causing the reported inability to move the magnet through mover pendant controls. The imris service engineer determined both ends of the fiberoptic cable likely required re-termination in order to effect a repair. The overall imri system is serviced by a third-party arranged by the customer, and the customer engaged the third-party servicer for appropriate repairs to restore system functionality. The customer reported to imris the third-party servicer performed the repair. A follow-up report will be submitted if any additional reportable information is received.